Event description:
In this case, it was reported that the valve was explanted after an implant duration of 11 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
(B)(6) = "the left coronary leaflet had detached from the post between the left and the non leaflets". Method = "x-ray" based on the operative report provided, the explant was due to aortic insufficiency. The valve was inspected. The left coronary leaflet had detached from the post between the left and the non leaflets. The old sutures were removed from the valve and the valve was easily removed from the annulus. We did excise some of the pannus that had ingrown into the undersurface of the old valve opening the lv outflow tract. A 25mm edwards valve was lowered into position; the valve seated nicely. The patient was weaned uneventfully from cardiopulmonary bypass. The patient was then transported to the ICU. The subject device was returned for evaluation. Per the evaluation result, as received, minimal calcification is detected in the cusp area of leaflet 1 and moderate calcification is detected in leaflets 2 and 3. Minimal to moderate calcification is detected in the free margins of leaflet 2, minimal calcification is detected in the free margin of leaflet 3. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 2mm. Host tissue is minimal at the stent inflow and outflow. Leaflet 2 had a cut area of 11mm x 5mm. Cut section was not returned. Leaflet 3 also had a tear at commissure 1, tear measured to be approximately 7mm. Swollen and thickened tissue is detected at the free margins of all three leaflets. The x-ray demonstrates calcification. Unfortunately, the reported complaint cannot be confirmed based on the condition of the returned device. The type and cause of insufficiency/regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.